Event description:
It was reported that the keypad presses did not activate desired pump functions. The ok up/down arrow keypad buttons reportedly need to be pressed multiple times for a response. The pt claimed that all the buttons feel normal with the exception of the ok button which intermittently sticks. The pt denied damage to the keypad. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appears to be intact with no lifting or peeling observed, the up/down/ok keypad buttons intermittently responsive to user input during testing and there was evidence of adhesive/contamination under all key contacts.